Manufacturer narrative:
The insulin pump was received with all operating currents within specification. No unexpected battery out limit, low battery or off no power alarms noted. The pump functioned properly. The pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display or tone anomaly noted during testing. The pump functioned properly. The pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call of high blood glucose, battery out limit, low battery alert, blank display and audio/beep anomaly. The customer's blood glucose reading was 501 mg/dl when she went to bed. The customer treated with manual injection. The customer's current blood glucose was 374 mg/dl. The customer stated that the batteries did not last long. The customer mentioned that she received a blank display and the audio did not work for a while. The insulin pump will be returned for analysis.